Event description:
It was observed that during the device evaluation, the high flow insufflation unit the relief control time exceeds the standard due to damage on pinch valve and there was a failure of the circuit board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause for the pinch valve failure could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear between the panel and electrical components without any design or manufacturing issue. Based on the results of the investigation, it is likely the following led to the circuit board malfunction: circuit board failure and software version upgrade. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.